Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-dec-2017 with the following findings: during investigation, there was evidence of a alarm. A 24 hr duration test was successfully completed with no call service alarms being duplicated. The pump cover was removed and there was no evidence of internal moisture or defects found to the printed circuit board or internal components. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a call service (cs 052/053/054/055 sleep) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.